Event description:
A peritoneal dialysis (pd) nurse reported that this patient died while out for a walk. She stated that the patient had multiple health issues and that the death was not related to pd therapy. No further information will be available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.